Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It may be possible that the delivery system was inadvertently pushed distal during deployment causing the stent to stack and shorten; however, this could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent shortening. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, mid left superficial femoral artery. Pre-dilatation was performed with a 6 x 80 mm armada 35 balloon catheter. The 6 x 80 mm absolute pro stent delivery system was selected for treatment of the lesion. The stent was positioned in the lesion and deployment was started; however, after deployment the stent implant had foreshortened and did not cover the lesion. A second 6 x 40 mm absolute stent was used to completely cover the lesion. The procedure went on well and the patient is doing fine. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.